Manufacturer narrative:
MFR's report date: 06/18/2013. Internal file no: (B)(6). Pt's info requested and all available info is included. The customer's report that the set leaked from the pump segment was confirmed. During visual inspection of the set, it was noted immediately that the silicone segment had a tear near the upper fitment. The tear was measured to be 0.0955 inches long. Visual examination under a microscope noted crush marks to the upper blue fitment. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear was not identified.

Event description:
The customer reported fluid leaked from a hole in the pump segment during priming. The user was priming the set with sodium bicarb when the leak was identified. There was no pt contact or event reported. No medical intervention was required.